Event description:
Today I underwent a brain MRI without contrast. During the MRI, the minimum 1 cm thick padding was not used to prevent my body from touching the bores of the machine or other body parts. Instead, I was provided with a standard hospital blanket that was draped over my body. During the test, I experienced pulsing headache, vibrations of the body, muscle twitching and brief moderate heat sensation. Additionally, I developed metallic taste in my mouth that continues to be present 8 hours post MRI. Immediately following conclusion of the e MRI, I noticed pain & blotchy redness in the sacral area, a strong burning sensation, fever of 99.9 immediately post MRI and neurological deficits of numbness and tingling that spread from the sacrum to my left leg. As the hours progressed, the skin on my back became shiny and flaky and a previously diagnosed rash began to weep. Along with increasing pain in the sacrum and lower back and additional splotchy red marks across my back, some marks were in a curved linear line. Additionally, a darker, purple colored circular pattern mark began to appear which felt uncomfortable to touch. These injuries appear to be a deep tissue radiofrequency burn and symptoms appear to be a systemic inflammatory response. Of particular note: during the MRI not only was the blanket the only padding used but the emergency button cable appeared to be coiled.